Manufacturer narrative:
Event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had high impedance on one side. Impedance was high on contacts 4, 5, 6 and 7. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-28, implanted: (B)(6) 2009, product type: lead. Product ID: 7482-51, implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that high impedance was not programmed around. The patient did not experience any symptoms. There were not falls or trauma which contributed to the event, and the cause of the high impedance was not determined. No actions or interventions have been taken to resolve the issue, but there is possible surgical intervention in the future.